Event description:
(B)(4). Same case as 2134265-2011-01561. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The target lesion was located in the 1st left posteriolateral branch with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.6 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 16 mm taxus liberte stent with 0% residual stenosis. It was decided that the patient should return for possible stenting of the left anterior descending (lad) artery in a staged procedure. The patient was discharged on aspirin and prasugrel. The patient returned to the cath lab in (B)(6) 2010 for stent placement to the lad. The lesion was located in the mid lad with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.65 mm. The physician treated the lesion with direct stent placement of a 2.50 mm x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with chest pain. Clinical diagnosis was reported as acute st elevated myocardial infarction. Cardiac catheterization was recommended. Prior to arrival at the cath lab, the patient experienced ventricular fibrillation requiring defibrillation. At 396 days post index procedure, thrombectomy of the lad was performed. Ivus revealed well opposed stent and thrombectomy of the mid lad. During the procedure, the patient had two episodes of ventricular fibrillation requiring cardioversion. An intra-aortic balloon pump was placed due to recurrent ventricular fibrillation. The event resolved without residual effects. The patient was discharged four days later.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. The device was not returned for evaluation; therefore, a failure analysis of the complaint could not be completed. The manufacturing batch record confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).